Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the crosslink set screw broke during the case but still secure in the patient. The case was completed but the crosslink was not able to be placed at the level wanted by the surgeon. No additional information is available at this time.